Manufacturer narrative:
One opened company carton was returned. The carton contained four used, loose company cartridges. The used company cartridges are cavity 2. Six unused loose company cartridges. Five unopened company cartridges for one lot. Four unopened company cartridges for other lot. One unopened company cartridge from a different lot excluded cavity 3. The four returned used company cartridge were numbered 1-4 for evaluation purposes. The four returned used company cartridges were microscopically evaluated. Two exhibited inadequate viscoelastic. All four had moderate to heavy stress the tip. The four returned used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable result for the presence of top coat. All four exhibited damage to the internal coating with disruption on the left side, top and bottom of the cartridge tips. The six loose unused company cartridges were evaluated. No damage was observed. No foreign material was observed. A video was provided. The lens appeared to be an company natural single piece lens. The company cartridge in the video was a cavity 2. It did not appear to have been filled with viscoelastic. The lens is advanced, a short dwell was observed, the lens is advanced into the eye. A loose opaque material is observed on the left side of the lens as it unfolds. The material is removed with the I/a tip. The lens remains implanted one unopened company cartridge for was evaluated. The company cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The unopened company cartridge for was evaluated functionally. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. One unopened company cartridge for was evaluated. The company cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The unopened company cartridge for was evaluated functionally. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. An company handpiece was indicated with a non-company viscoelastic. It is unknown if the lens model used was in the qualified diopter range. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridges and the provided video, the reported foreign material was most likely internal coating material from the damaged company cartridge tip. It is unknown if a qualified lens model/diopter was used. A non-company viscoelastic was indicated with an company handpiece. Two of the cartridges appeared to have inadequate viscoelastic. Functional testing was conducted with a returned unopened sample for each of the two potential lots. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. Top coat dye stain testing was conducted with acceptable results. Per the company handpiece dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a scratch was noticed on a intraocular lens (iol) during implantation. The surgery was completed without product replacement and the lens remained implanted in the patients eye. There was no patient harm. Additional information was received reporting that this complaint is not "scratched iol" but "foreign material on iol back face. The foreign material on intraocular lens (iol) back face was confirmed and was removed, using irrigation/aspiration (ia).